Event description:
It has been reported to philips that the system will not boot up. It just reads 0. The device was not in clinical use. There was no reported patient or user harm.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) inspected the system remotely and confirmed that the device count to 0 on reboot and no further progress. Remote service engineer (rse) checked with customer, and asked customer to remove cover of m cabinet and monitor lights in cabinet. Biomed stated that li on np chassis was out, also stated that f2 breaker was tripped. Rse advised customer to shut system down and reset breaker and reset system. Customer reset breaker and system was tested. After which, the system was returned to use in good working order. The codes were updated based on the investigation outcome.